Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as skin rash .there was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed gentalin beta for the skin irritation and recommended taking a break from the device. Outcome of the irritation is unknown.